Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged pulmonary nodules. There was no medical intervention required by the patient. The patient states they have been using the device for three months and he was diagnosed with a lung nodule. They request a refund for the return. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.